Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, an unsterilized balloon may have been used on a patient. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation the specific cause of phenomenon could not be identified as the device was not returned. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿sterilization: make sure to perform ethylene oxide gas sterilization prior to use. As to the sterilization methods, refer to the instruction manual of an ethylene oxide gas sterilization device. For the conditions of ethylene oxide gas sterilization, refer to table l and 2.¿ olympus will continue to monitor field performance for this device.